Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level that ranged from 450-451 mg/dl and a high-life threatening ketone level. Prior to the hospitalization, the customer delivered a correction bolus in attempt to treat high bg. Customer was treated with intravenous saline and insulin while in the ICU and was released from the hospital (B)(6) 2024 with no permanent damage. Reportedly, the issue resolved and the customer continued using the pump for insulin therapy.